Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. The philips field service engineer (fse) inspected the system on site and confirmed the reported problem. Upon troubleshooting actions, the fse identified that the fuse was blown in the table power supply unit. The fse replaced the fuse. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.